Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient underwent hip arthroplasty revision due to pain, difficulty walking, numbness, and swelling.